Manufacturer narrative:
Qn# (B)(4).

Event description:
The customer reports that the cvc was inserted in the left femoral site of an unstable patient. The clinicians became aware of a hole in the line when blood began to leak out of the medial lumen.

Manufacturer narrative:
(B)(4). It was discovered that the MDR submitted on 11/14/2018 was submitted in error as this product is not sold in the us.

Event description:
The customer reports that the cvc was inserted in the left femoral site of an unstable patient. The clinicians became aware of a hole in the line when blood began to leak out of the medial lumen.